Event description:
Staff entered the patient room to clear patient-controlled analgesia (pca) pump. A large puddle of liquid, ~50ml, found under IV pole, dripping from pca pump casing. Visible drips from pca line onto floor. Pca and IV pump stopped. Unlocked pump case and removed line from pump. Dripping was noted in connection of larger part of line to smaller part of line, directly after the clip into the pca pump. Lines were replaced, locked, a new cartridge was placed and checked with second rn. Supervisor and md were notified.